Manufacturer narrative:
The actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples underwent air passage testing and underwater leak testing, and no leaks were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fracture at the needless joint connecting the three-way stopcock which resulted in a fluid leak. To resolve this issue the stopcock was replaced. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.